Event description:
It was reported the pt had experienced pocket heating in the past; it was not related to charging the ipg. The pt reported the issue was resolved by rubbing the area and the sensation would go away. The sjm rep met with the pt and interrogated the system, which revealed no detectable issues. The pt wanted to report the issue since she had received the letter. On (B)(6) 2012, st jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.